Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during a training by a sales representative, any autopulse lifeband connected to the autopulse platform becomes loose. Lifebands attached to the platform are not connected strong enough and appear to fall out of the channel. No patient involvement was reported. No further information was provided.